Manufacturer narrative:
Investigation evaluation: our laboratory investigation of the product received could not confirm the complaint as described but did confirm a leakage in the balloon of the device. A functional test was performed on the returned product and identified a leakage in the balloon material of the device. A kink in the catheter was also observed at the 60 cm location on the catheter as measured from the distal tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: balloon material was found to have a leakage. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A leakage can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic dilation procedure, the physician used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [an] inability to push the guide wire through the expansion balloon. There was no reportable information at this time. Per qe evaluation of the returned device on (B)(6) 2022, the balloon had a leak. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.